Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was brought in-clinic for a device check. The clinic noticed several non-sustained rv oversensing episodes on a recent merlin transmission in addition to a vf episode that was stored as a result of noise artifact on the ventricular channel. The patient did not receive inappropriate therapy. The lead was capped on 6/15/2018.

Event description:
New information received indicated that the patient was fine and in good health after the procedure.